Manufacturer narrative:
Hotline assisted the customer to troubleshoot the instrument. The customer replaced the bun3 drain peri pump tubing. Hotline advised the customer to check the tubing to the c-cam and to clean the bottom coupler. No further calls been made in regards to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to bun cup overfill and the synchron cx3 delta clinical system not calibrating. No injury was reported for this event.